Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with following pre-op diagnosis: l4-5, l5-s1 degenerative disease, stenosis, and lumbar instability. The patient underwent the following procedure: laminectomy, medial facetectomy, bilateral foraminotomy at l4-5 and l5, s1. L4-5 and l5-s1 posterior lumbar interbody fusion. L4-5 and l5-s1 posterolateral arthrodesis. L4-s1 internal fixation spinal rod system. Harvest for local bone graft. Utilization of bmp in posterolateral fusion mass. Utilization of l-pod device for interbody fusion biomechanical device at both l4-5 and l5-s1. As per op-notes: laminectomy, medial facetectomy was performed decompressing nerve roots and thecal sac bilaterally. Holes were drilled in pedicles of l4-s1. Two l-pod devices were placed in disk space. These had been packed with autologous bone. Lateral mass and transverse processes were decorticated and harvested bone graft along with bmp was placed in these areas. No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.